Manufacturer narrative:
Returned device was evaluated and evidence of a fluid leak was noted. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl or 26.8 mmol/l) less than four hours after the pod was activated.